Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call an insulin flow blocked alarm. Leading up to the incident, the customer was watching tv. No further details given. The insulin pump will not be returned for analysis.